Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that his insulin pump is not alarming no delivery when his insulin delivery is blocked, and as a result his blood glucose has been high. The delivery anomaly and no delivery occurred a week prior to the call and on the same of the call as well. Over the past week he has gone through six infusion sets and reservoirs. Troubleshooting was initiated for the high blood glucose. The patient's blood glucose at the time of incident was 600 mg/dl, and his current blood glucose was 559 mg/dl. He experienced thirst, nausea, and frequent urination due to the hyperglycemia. He had been treating with manual insulin injections, which have been successfully reducing his blood glucose. The drive support cap was inspected and it was flush. The customer was advised to disconnect from the pump and follow their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.